Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic oesophagore section, on the stomach, the staple line clamp was not complete. The surgical time was extended by 30 minutes or more due to the product problem. The patient got a re laparotomy and they sutured the hole of the stomach to complete the case.